Manufacturer narrative:
Additional information will be provided once the investigation has been completed. The device manufacturer date is not known at this time. However, should it become available it will be provided in future reports.

Event description:
It was reported that there was loss of image.

Event description:
It was reported that there was loss of image.

Manufacturer narrative:
Alleged failure: it was reported by the asr tomas adoeta the camera box died or shorted out during the case. [Update - procedure completed with a replacement. Full loss of image, it never came back on. ]. The failure(s) identified in the investigation is consistent with the complaint record. Root cause: digital board failure. The product was returned for investigation and the failure mode will be monitored for future reoccurrence. Manufacture date is not known.